Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for evaluation.